Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board was evaluated and found to be the cause of reported issue. The fe ordered the part for replacement. No further service info is available.

Event description:
There are no reports of pt injury or death associated with this event. It was reported tha the system displayed communication error message resulting in a no boot situation.